Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation twisted throughout entire lead body. An x-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to the inner coil being over-torqued at the connector region. All damage noted to returned lead was consistent with occurring at time of procedural.